Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user is testing with expired test strip. Manufacturer tried to contact customer with follow up phone calls for knowing customer's condition. Unable to contact customer, phone is disconnected.

Event description:
Customer `s daughter calling on customers behalf. Customer is having symptoms of tiredness and fatigue. Customer performed blood test on call and received result of 188 mg /dl with expired strips. Customer's expected results:124mg/dl-200mg/dl, verified the test strips expired 02/29/2016. Reviewed meter memory: (B)(6). Customer states he was not aware that his strips were expired. Only 1 result was obtained from meter's memory.